Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent inadequate apposition occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. Following advancement of a non-bsc guidewire, predilation was performed with a 2.25/15 and 2.5/15 non-bsc balloon catheters via a non-bsc guide extension catheter. Subsequently, a 2.50 x 38 synergy¿ drug-eluting stent was implanted to treat the lesion. The physician then performed intravascular ultrasound (ivus) and noticed that the proximal part of the stent was inadequately positioned. Additional dilation were performed again with a 2.5/15 and 3.0/12 non-bsc balloon catheter and was observed again with ivus. Upon taking image of the stent, the physician confirmed that the implanted stent strut distal part was stretched and deformed. A 2.5 x 15 non-bsc balloon catheter was used to dilate the broken part of the stent. The procedure was then completed with a 2.5 x12 non-bsc stent to cover the previously implanted stent. No patient complications were reported and the patient's status was good.